Event description:
It was reported that the patient had a fracture of the anode conductor in 2011. A chest x-ray confirmed the separation of the electrode. At the time, the lead was reprogrammed to unipolar. Since, the patient had an atrial lead warning for low impedance with trend data indicating low impedance measurements. In clinic, the atrial impedance was within normal limits. It was also noted that atrial high rates had been recorded with far field oversensing. There were no further changes made to the atrial lead and it remainsin use. It was further reported that they patient had previously experienced abdominal muscle stimulation from the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4968 implantable pacing lead, implanted: (B)(6) 2010; addrl1 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).

Manufacturer narrative:
Correction: the initial medwatch report which was submitted on (B)(4) 2013 should have been submitted as a 30 day timeline rather than bi-monthly as this event involves a pediatric patient. The due date for the initial medwatch report should have been (B)(4) 2013 rather than (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.